Event description:
Philips received a complaint from customer biomed reporting the screen of the v60 ventilator was blurry. The device was in clinical use. There was no report of harm. A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse resolved the issue by cleaning the liquid crystal display (lcd) display and completing a touch screen calibration. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.